Event description:
Adverse event: "no pt injury reported" (no consequences or impact to pt). Product problem(s): "low power" (no code available). The customer reported a problem with low power. The case was completed with the same system. The customer is waiting for budget approval to exchange the optical fiber for better power. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).